Event description:
Siemens healthcare diagnostics inc. Has received a complaint from the customer of elevated results on dimension vista iron. Falsely elevated results were obtained on qc and patient samples. Patient result were reported to the physician. The magnitude of the elevation of results from this customer was approximately 150 ug/dl. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated iron results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated iron results is reagent cartridge well contamination. Dimension vista iron is composed of two reagents in different wells. Elevated results occur for 15 results, which represents a well set composed of a well of each reagent. Siemens has determined that the elevated results are due to environmental contamination of a reagent well, which results in the elevation of results by the same magnitude for the group. When a well is contaminated with trace amounts of iron, the entire well set is impacted to the same magnitude. An urgent medical device correction dated september 2012 was issued to all dimension vista iron customers; to notify them of the issue, the potential risk to health, and actions to be taken by customers. Work around instructions were provided to customer to first disable the normal flow of iron testing; to batch the processing of iron test in groups of 15 on the instrument, and to run qc on each well set to determine if the well set is contaminated. The instrument is performing within specifications. No further evaluation of the device is required.